Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018. The patient claimed that she obtained an alleged inaccurate high blood glucose result of ¿542 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It was not reported what diabetes medication the patient was taking at the time of the alleged issue but the patient did report that she doesn¿t usually take her diabetes medication before going to bed however, in response to the alleged inaccurate high result of ¿542 mg/dl¿ she claimed that she took additional insulin (type and dose unspecified). The patient claimed that she woke up at 12:15 am with symptoms of ¿shaking, sweating felt really bad, tummy was really bad, dizzy and feeling weak¿. In response to these symptoms the patient took another test and obtained another alleged inaccurate high result of ¿285 mg/dl¿. The patient reported self-treating her symptoms with some juice and milk with sugar and went back to sleep. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. It was also noted that the meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an additional dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.